Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the user attempted to retrieve the valve though retrieval after partial deployment is not recommended in the instructions for use (IFU). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Valve dislodgement is typically not related to a device malfunction. This event does not allege a device malfunction occurred.

Manufacturer narrative:
The following text was inadvertently omitted from follow-up report #001: evaluation of the returned delivery catheter system (dcs) found damage consistent with a valve that has been attempted to be retrieved after partial deployment: bent plunger, gouge marks on both the catheter tabs from the valve frame loops, and gouges on the distal end of the capsule. The gouge marks on the two catheter tabs is indicative of tension applied to the dcs during the re-positioning of the valve.

Event description:
Medtronic received information that during deployment, this transcatheter bioprosthetic heart valve popped out of its targeted position while still attached to its delivery catheter system (dcs). During an attempt to retrieve the valve through the introducer sheath, the valve detached from the dcs and was deployed in the abdominal aorta. A bare metal peripheral stent was deployed within the valve to pin the leaflets back to ensure blood flow. A second valve of the same model and size was subsequently implanted with no subsequent adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.